Event description:
It was reported to MFR that the vns pt was having surgery due to high lead impedance. X-rays were taken and reviewed prior to surgery and according to the surgeon they were inconclusive. During surgery, the surgeon noted a lead break "at the connector boot area." The surgeon removed all but approx 2 cm of the lead. Additionally, the surgeon was not able to implant a new lead on the left vagus nerve as there was "not enough room on the nerve" due to scar tissue formed. A new generator was implanted but the lead was not replaced. Attempts to obtain add'l info and the explanted devices for analysis are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.